Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the customer's reported symptom of "system error 105." The evaluation experienced an error code 105 caused by failed motor flex. The motor assembly has been replaced.

Event description:
The customer reported that the spectrum displays system error 105 alarms. There was no patient injury. No further information was available.